Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements. The impedance has gradually increased. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.